Event description:
It was reported that the customer experienced ongoing low blood glucose levels that ranged from 36-65 mg/dl. The cause of the low bgs were unknown. The customer consumed carbohydrates to address the low bgs. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.